Event description:
It was reported by the rep that when the devices were used during an unknown procedure, they jammed. One device jammed with original cartridge and one jammed with a reload cartridge. Another device was used to complete the case. There was no consequence to the patient.